Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the subject coil device revealed the main coil was found to be detached/separated. Additionally, the core delivery wire was found to be kinked/ bent. The coil introducer sheath was not returned. The functional testing could not be performed due to the condition of the returned device. An assignable cause of procedural factors will be assigned to the reported and as analysed ' coil in catheter friction', as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited the reported 'main coil prematurely detached/separated during use' was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the main coil was found to be prematurely detached/separated and the coil delivery wire was found to be kinked/bent. Therefore, an assignable cause of procedural factors will be assigned to the reported and as analysed ¿ main coil prematurely detached/separated during use¿, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. A probable cause of handling damage was assigned to the analysed ¿coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during procedure of venous sinus emboli of dural-avf, the coil (subject device) was advanced into the microcatheter, but there was strong resistance about 10 cm before the tip of the catheter, so it was retrieved. While retrieving the coil (subject device) , it got prematurely detached at the rhv(rotating hemostasis valve). The detached coil (subject device) was safely removed from the patient¿s anatomy by removing the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure of venous sinus emboli of dural-avf, the coil (subject device) was advanced into the microcatheter, but there was strong resistance about 10 cm before the tip of the catheter, so it was retrieved. While retrieving the coil (subject device) , it got prematurely detached at the rhv(rotating hemostasis valve). The detached coil (subject device) was safely removed from the patient¿s anatomy by removing the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.